Event description:
It was reported that the mobile programmer application became stuck displaying only the hour glass timer during interrogation of the cardiac resynchronization therapy defibrillator (crt-d). Troubleshooting steps were taken including restarting the application twice, but it displayed a diagnostic message. The third attempt to restart the application resolved the issue and the interrogation was completed. It was also noted that there was difficulty saving the report and that the wireless fidelity disconnected. It was further noted that an incorrect stimulus threshold was saved to the external storage system. It was further noted that user expressed dissatisfaction towards the application. The application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application froze was confirmed. Continuation of d10: product ID 24970a serial# (B)(6) product ID 24967 serial# (B)(6) product ID crhfipad serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.